Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed off no power and vibrated; the customer did not receive any warning alarms or low battery alarms prior to the off no power alarm. The patient's blood glucose at the time of incident was 133 mg/dl. Troubleshooting was initiated for the off no power alarm. The customer confirmed that the insulin was not dropped. The battery was not previously used either. There were no unattended alarms. The battery cap was undamaged as well. The customer changed the battery and resumed insulin pump therapy; however, the call was dropped before troubleshooting was completed. No products were returned or replaced.